Event description:
Date of event is unk. Customer reported during an infusion of vancomycin the readymed was leaking outside the bubble. No pt harm reported. Though requested, no additional info was available.

Manufacturer narrative:
(B) (4). (B) (4). Pt info requested. Visual inspection noted readymed isoprene membrane had burst. The leak outside the bubble of the readymed was verified. The leak occurred due to the isoprene membrane bursting. The cause of the burst isoprene membrane was not identified; however, it has been known that one of the causes can be contributed to contamination in the isoprene membrane material such as particulates or air bubbles. Readymed sets are no longer being manufactured. No quality notifications were generated during manufacturing of this lot.